Event description:
It was reported while tightening a screw one of the screws broke off. An accessory kit was opened and the screw was used to tighten. No adverse effects were reported.

Manufacturer narrative:
Final device analysis revealed that the stimloc screw was broken due to overtorquing. The head of the screw was stripped due to excess force when tightening the screw.

Manufacturer narrative:
Concomitant product: product ID 924256, lot# 082205312a, implanted: (B)(6) 2013, product type accessory. (B)(4).